Event description:
Customer's sister reported that beginning on (B)(6) 2012 customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported that on (B)(6) 2012 because of the issue with his meter customer could not test, but despite this, he self-administered an unspecified amount of insulin, which may have been "too much" and then subsequently experienced "difficulty breathing" and was "clammy and disoriented". Caller indicated customer did not self-treat. Paramedics were called and transported him to a local healthcare facility where he was diagnosed with hyperglycemia. Caller did not know what treatment may have been rendered at the hospital, nor did she know what if any treatment may have been provided by the paramedics. Customer was discharged from the hospital later that evening and was given a new, not previously prescribed prescription for doxycycline (an antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4), all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The returned meter powered on with button depression and strip insertion. Blank screen was not observed. No new issues were observed. The complaint is not confirmed.